Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b4, b5, g3, h1, h2, h6, h10 complaint is confirmed.; visual examination of the provided pictures identified a tibial articular surface provisional that was broken. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the doctor was changing insert size from 10mm to 11mm and the insert separated, that¿s when he proceeded to say the thin tab had on the provisional. No consequences or impact to the patient.